Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the radio frequency (rf) head would not interrogate the device. The rf head was replaced and the interrogation was complete. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The rf (radio frequency) head would not interrogate a device. Cable - component failure, cause unknown.